Manufacturer narrative:
Concomitant products: 5086mri45 lead implant date: (B)(6) 2011. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection and pocket erosion. It was noted there was an acid-fast bacillus growth.  No further patient complications have been reported as a result of this event.